Event description:
The customer reported issue was found during maintenance.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing of the endoscope¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had insufficient angulation. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the air/water (aw) tube had white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no leakage and the distal end insulation test failed. The air/water cylinder had foreign objects. Additional non-reportable malfunction were found during evaluation: switch 1 (sw1) had a cut, air/water cylinder (aw)-cylinder and suction cylinder (s-cylinder) had no color, plug unit had a scratch, due to burn on the plastic distal end (c-cover), the insulation resistance value at distal end did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, light guide (lg) lens had a crack, bending tube was deformed, and the connecting tube and universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.